Manufacturer narrative:
(B)(4).

Event description:
It was reported that the swg was found stuck in the syringe and couldn't be moved forward or backward. The swg and the syringe were withdrawn together as one. It was noted that the tip of the swg was found to be kinked. As a result, a new kit was opened and used to complete the procedure. The event occurred in the nephrology department. There was a delay in treatment, but no harm was caused to the patient. No complications or death occurred to the patient.